Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a fracture. A new lead was not implanted as the newly implanted device has only one port for the right ventricular (rv) lead. No additional patient adverse effects were reported.